Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient had a problem. On (B)(6) 2017, the whole thing came off their back and the leads were disconnected. The patient declined the call center's number because they were going to see the healthcare provider (hcp) on (B)(6) 2017. They only voided once since (B)(6) 2017, and when they tried to go, they couldn't. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.